Event description:
A dental hygienist dropped gluma onto the patients gingiva during treatment for sensitivity, around and above the tooth. Patient seen the following day and was treated with gluma in the same area again. Patient developed giant blister, chemical burn and permanent indentation around the tooth, trigeminal neuralgia was also diagnosed. Patient reports that she has suffered from this for 9 months.